Event description:
Device has been explanted and replaced.

Event description:
Patient reported right encapsulation, nodules, and "deformed, painful and crooked" breasts, and "area of steatonecrosis at the junction of the lower quadrants of the right breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: necrosis.

Event description:
Patient reported right encapsulation, nodules, and "deformed, painful and crooked" breasts. Device remains implanted.